Event description:
It was reported that the device experienced a power on reset. During a follow up check, it was noted that there was a complete restore. The device remains in use. No patient complications have been reported as a result of this event.